Manufacturer narrative:
A medical image review was performed on 07/12/2018 and the associated fields were updated. Medical image review summary: based on the images provided, the first image demonstrated the distal end of a central venous catheter located at the level of the left second rib, can be confirmed. Based on the images provided, the second image demonstrated the distal end of a central venous catheter located at the level of the left sixth rib, can be confirmed. No medical records have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that there was difficulty getting blood return from the catheter. A chest x-ray was performed and showed that the tip was not central. The device was removed and a new device was placed. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a manufacturing review was not performed as the lot number is unknown. Investigation summary: the complaint of a malpositioned catheter tip could not be confirmed from the available information. The samples returned consisted of 2 x-ray images. Image review found a central venous catheter in a pediatric patient in one x-ray, the distal end located at the level of the left second rib. The second image provided demonstrated a magnified view of the central venous catheter system; the distal tip was located at the level of the left sixth rib. The complaint cannot be confirmed for badly positioned tip/aspiration difficulty. While x-rays were provided which showed different positions of a central venous catheter tip, the sequence of events is not communicated by these samples. The complaint could not be confirmed and definitive root cause could not be determined based upon available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review:a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. PMA/510k. If follow-up, what type,device evaluated by MFR, (results, conclusion).

Event description:
It was reported that there was difficulty getting blood return from the catheter. A chest x-ray was performed and showed that the tip was not central. The device was removed and a new device was placed. There was no reported patient injury.

Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that there was difficulty getting blood return from the catheter. A chest x-ray was performed and showed that the tip was not central. The device was removed and a new device was placed. There was no reported patient injury.